Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during collection of cells, it was noticed in a test tube with 6,000 events that instrument passed. There were then 15 to 16 thousand recorded in same patient sample with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter, translated from (B)(6) to english: the user reported that during the collection of cells, he noticed that in a test tube with about (B)(4) events, there were (B)(4) events. Yesterday the instrument collected events correctly and cst passed. Channels look like they are not tuned - 8 colors used. A fixed pattern is used, the threshold has not been changed. The user informed that there was a renovation at the turn of (B)(6) at the resort. Additionally, the customer provided the following additional information: customer informed me that there was patient probe, but there was no delay in treatment. Customer analyzed same probe on two cytometers.

Manufacturer narrative:
H.6. Investigation:¿ scope of issue: the scope of issue is only limited to part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2/2 sys ivd ¿ 338962 that there are too many events. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 4 related complaints related to this issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: review of DHR part #338962 serial # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause, risk analysis and work order, it was confirmed by the tsr (technical support representative) that the cause of too many events in their sample was due to a dirty flow cell. It was instructed by the tsr to perform a complete flush of the flow cell. There were two more attempts to contact the customer to follow up on the issue but did not receive further responses of any problems. Facscanto ii reference manual #640806 provides maintenance and cleaning information in chapter 4. Instructions for use (IFU) #23-20269-00 also provides cleaning and troubleshooting recommendations starting on page 159 and 181. No erroneous results were used on patient samples, nor was patient was treated from the outcome of these results. The issue was resolved over the phone and the instrument was running as expected. The safety risk is low because there was no impact to patient health or safety. Service max review: review of related work order #: 01466993, case # (B)(4). Install date: (B)(6) 2011. Defective part number: n/a. Work order notes: subject / reported: 338962 bd facscanto ii cytometer 4/2/2 sys ivd_ too many events. Problem description: the user reported that during the collection of cells, he noticed that in a test tube with about 6,000 events, there were 15-16 thousand events. Yesterday the instrument collected events correctly and cst passed. Channels look like they are not tuned - 8 colors used. A fixed pattern is used, the threshold has not been changed. The user informed that there was a renovation at the turn of march and april at the resort. Work performed: instrument flushing and clean flow cell. Cause: dirty flow cell. Solution: instrument flushing and clean flow cell. Additional information: (B)(6) (B)(6) 2020 08:24:48 z: further action, helpdesk-await customer response no information from the user, the user does not answer the phone. (B)(6) (B)(6) 2020 08:47:50 z: further action, helpdesk-await customer response user has not sent reports since (B)(6) 2020, attempted to contact the user by phone - no answer. (B)(6) (B)(6) 2020 09: 41: 33z: further action, helpdesk-await customer response long clean, clean flow cell, cst performance check and sending reports to helpdesk were asked. Returned sample evaluation: no return samples were requested because no parts were replaced. Risk analysis: risk management file part #338960-04ra, revision 01 was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified: yes/ no. Item: flow cell valve. Function: controls sheath to flow cell. Potential failure mode: sheath not supplied to flow cell. Potential effects of failure: 1.1.2.9 fluidics mode (degas mode) doesn't work. Bad signal. Incorrect results. Potential causes/mechanisms of failure: mechanical failure ¿ valve stuck open. Current controls: 1. Clean cycle. 2. IFU and reference manual ¿ instructions for running "degas" mode. (Bd facscanto IFU, p/n 640773, chapter 1, 4 and 11; bd facscanto ii flow cytometer user's guide, p/n 640806, chapter 1 and 4). 3. User's guide/training ¿ visual observation of flow cell. (Bd facscanto ii flow cytometer user's guide, p/n 640806, chapter 4). Recommended actions: switch pinch valves to manifold isolation valves. Responsible party: (B)(6). Target completion date: (B)(6) 2005. Actions taken: p/n 342499 (fluidics architecture). Change sheet, nxb-2170: sev: 9. Occ: 1. Det: 2. Rpn: 18. Mitigation(s) sufficient: yes/no. Root cause: based on the investigation results the root cause of why there were many events in the customer¿s sample results was due to a dirty flow cell. Conclusion: based on the investigation results, the root cause of why there were many events in the customer¿s sample results was due to a dirty flow cell. The tsr instructed the customer to perform a flow cell flush and cleaning, and the case was closed based on no response of adverse issues. No patient samples nor erroneous results were used for diagnosis. The issue was resolved over the phone and the instrument was running as expected. The safety risk is low because there was no impact to patient health or safety. H3 other text : see h.10.

Event description:
It was reported that during collection of cells, it was noticed in a test tube with 6,000 events that instrument passed. There were then 15 to 16 thousand recorded in same patient sample with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter, translated from polish to english: the user reported that during the collection of cells, he noticed that in a test tube with about 6,000 events, there were 15-16 thousand events. Yesterday the instrument collected events correctly and cst passed. Channels look like they are not tuned - 8 colors used. A fixed pattern is used, the threshold has not been changed. The user informed that there was a renovation at the turn of march and april at the resort. Additionally, the customer provided the following additional information: customer informed me that there was patient probe, but there was no delay in treatment. Customer analyzed same probe on two cytometers.

Manufacturer narrative:
None reported.